Event description:
It was reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours on the arm. The pod was initially reported for insulin leakage. Investigation of the returned device found a tear in the soft cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed cause of the leaking during wear. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.